Manufacturer narrative:
Examination of the submitted mbt revision reamers revealed areas of wear and deformation on the corners of the flats. The damage to the mbt revision reamers is consistent with the reamers striping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. The root cause is attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The mbt revision reamer is damaged on the attachment end and spins in the adaptor due to damage.